Manufacturer narrative:
(B)(6). Customer has not indicated if the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported through a persona partial knee operative survey that the corner pin (hole 2) of the tibial cut head, there was a risk of lesion to posterior structures if fully introduced. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2017-06364.